Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400, lot #405a, serial #(B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited severe burnt on detritus; the metal cap exhibited signs of melting at the output window; the glass cap exhibited severe devitrification at the output window; the glass cap was protruding from the metal cap; the metal cap adhesion location exhibited severe burnt glue. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. Refers to forward-firing of the side firing surgical fiber, a code request has been submitted.

Event description:
It was reported that during a prostate procedure, ¿console blocked stays in waiting modus, menu code 171", at 63346 joules and 9:41 minute of lasing time. The fiber was exchanged and the case completed. Patient outcome: ¿no damaged to the patient¿ reported.